Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they stopped therapy overnight & were initiating again in an arctic sun device. They keep getting air leak message and low flow. Patient temperature (pt) was 38.3c, targeted temperature (tt) was 37c, water flow rate (wfr) was 0.1 l/m with 4 pads connected. System diagnostics, outlet monitor temperature (t1) was 12.7c, outlet control temperature (t2) was 12.7c, inlet temperature (t3) was 19.6c, chiller temperature (t4) was 4.9c, water flow rate (wfr) was 0.1 l/m, inlet pressure (ip) was -0.6psi, circulation pump command (cpc) was 100%, mixing pump command (mpc) was 100%, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 10243.3 pump hours 8361.1. Walked through stop therapy, empty pads and disconnect. Placed device in manual control at 10c with no pads connected. System diagnostics: outlet monitor temperature (t1) was 10.7c, outlet control temperature (t2) was 10.7c, inlet temperature (t3) was 16.4c, chiller temperature (t4) was 5.1c, water flow rate (wfr) was 0.1 l/m, inlet pressure (ip) was -1.9psi, circulation pump command (cpc) was 100%, mixing pump command (mpc) was 0, heater command (hc) was 0. Added back pads while in manual control, water flow rate (wfr) was 1 l/m, inlet pressure (ip) was -2 psi. Disabled manual control and advised to swap out to alternate device. Send this device to biomed labeled air leak & low flow. Sn (B)(6).

Event description:
It was reported that the nurse stated they stopped therapy overnight & were initiating again in an arctic sun device. They keep getting air leak message and low flow. Patient temperature (pt) was 38.3c, targeted temperature (tt) was 37c, water flow rate (wfr) was 0.1 l/m with 4 pads connected. System diagnostics, outlet monitor temperature (t1) was 12.7c, outlet control temperature (t2) was 12.7c, inlet temperature (t3) was 19.6c, chiller temperature (t4) was 4.9c, water flow rate (wfr) was 0.1 l/m, inlet pressure (ip) was -0.6psi, circulation pump command (cpc) was 100%, mixing pump command (mpc) was 100%, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 10243.3 pump hours 8361.1. Walked through stop therapy, empty pads and disconnect. Placed device in manual control at 10c with no pads connected. System diagnostics: outlet monitor temperature (t1) was 10.7c, outlet control temperature (t2) was 10.7c, inlet temperature (t3) was 16.4c, chiller temperature (t4) was 5.1c, water flow rate (wfr) was 0.1 l/m, inlet pressure (ip) was -1.9psi, circulation pump command (cpc) was 100%, mixing pump command (mpc) was 0, heater command (hc) was 0. Added back pads while in manual control, water flow rate (wfr) was 1 l/m, inlet pressure (ip) was -2 psi. Disabled manual control and advised to swap out to alternate device. Send this device to biomed labeled air leak & low flow. Sn (B)(6).

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The device was not returned. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. No additional actions are needed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.